Manufacturer narrative:
(B)(4). The complaint was confirmed as product was returned. Visual inspection of the returned tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on lateral side of post. All pieces returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause could not be determined with information available as frequency of use is unknown, and condition of use is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured during disassembly by the surgical tech, after the surgery. No serious injury occurred due to this malfunction. No additional information is available.